Manufacturer narrative:
It is unknown if the screw migrated on (B)(6) 2018 or (B)(6) 2018. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2018, a cervical anterior fusion surgery was performed to fix cervical vertebrae (c4-7) due to ossification of the posterior longitudinal ligament. During the surgery, the surgeon could successfully implant the mesh into the patient's cervical spine. Thus, the surgeon implanted the cervical spine screw dynamic self-drilling in order to fix the vectra plate. The surgeon confirmed that an unknown washer was presented where the surgeon implanted the screw. Then, the surgeon checked the position without locking, the surgeon recognized that the screw was obliquely implanted. So, the surgeon re-positioned the screw after confirming the position of the screw was almost parallel to the vertebral body under the x-ray, and then the surgery was finished without any other problem. There was no surgical delay. On (B)(6) 2018, when the surgeon checked the position of the screw under an x-ray, the surgeon recognized that the screw was out of position. It was noted, the screw (superior side) was within the allowable range against the vectra plate. The surgeon commented that there is no change in treatment procedure and there is no plan to perform revision surgery. The patient is stable and under monitoring. Concomitant device reported: vectra plate (part 04.613.251s, lot l623727, quantity 1). Washer (part/lot unknown, quantity 1). This report captures the screw being out of position post-operatively. The intra-operative issue with the screw is captured on related complaint (B)(4). This report is for a cervical spine screw. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure was performed on (B)(6) 2018.